Event description:
Device malfunction: none. Symptoms/ae: in-stent thrombus, stent explantation. Time of symptoms/ae: approximately 1 year post procedure. It was reported that an unidentified, open cell stent was implanted in the carotid artery. Approximately one year post procedure, cervical x-ray revealed in-stent thrombus formation without endothelialization. The stent was removed. Though requested, no additional information was not provided.

Manufacturer narrative:
The lot number was not identified; therefore, a device history record review could not be performed.